Manufacturer narrative:
The device was discarded and not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow up MDR will be submitted following plant evaluation.

Event description:
A peritoneal dialysis patient discovered a hole in her peritoneal dialysis extension set and visited the clinic for a replacement. A course of antibiotics was begun on (B)(6) 2016 for potential peritonitis. Laboratory tests of the patient's effluent revealed the presence of staphylococcus epidermis confirming the diagnosis of peritonitis. The patient was not hospitalized. The clinic discarded the extension set that required replacement. The patient remained asymptomatic and continues on continuous cycler assisted peritoneal dialysis therapy. Medical records have been requested but not yet made available.